Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high capture thresholds and high impedance. The patient then presented themselves in the clinic and interrogation was performed. Per the interrogation, there was no capture at the highest output. The lead was explanted and replaced. The patient was in recovering condition.